Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right atrial lead (ra) exhibited noise that was oversensed by the device and led to inappropriate automatic mode switch. Programming changes were discussed but not made. The patient condition was unknown.

Event description:
New information received notes that the atrial lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes the right atrial (ra) lead was explanted and replaced. During the removal of the ra lead, the right ventricular (rv) lead became stuck together with ra lead, which led to explant the rv lead as well. A new right ventricle lead was replaced. The patient was stable in condition.